Manufacturer narrative:
(B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with uterine vaginal prolapse, stress urinary incontinence, posterior prolapse and pelvic pain. On (B)(6) 2012, she was implanted with a solyx sis system during a laparoscopic-assisted vaginal hysterectomy, cystotomy and repair, cystourethroscopy, transvaginal tape and perineoplasty procedure. The procedure was completed with no complications. On (B)(6) 2017, the patient underwent a diagnostic laparoscopy with bilateral salpingo-oophorectoy, lysis of adhesions and co2 laser of endometriosis procedure due to chronic pelvic pain, vaginal bleeding and erosion of vaginal mesh. During the procedure, extensive adhesive disease and endometriosis in the pelvis were noted in the pelvis, along with erosion of vaginal mesh with production of granulation tissue. The vagina was inspected and it was noted that the erosion was on the left side just lateral to the urethra, consistent with mesh erosion. There were no signs of any mesh erosion in the bladder or any damage to the bladder, as confirmed via cystoscopy. The procedure was completed without further complications and the patient's condition was reported to be stable after the procedure.